Manufacturer narrative:
Qc was within specifications. A system check performed on (B)(4) failed one of its parameter. A field service engineer (fse) was dispatched: the fse indicated that the wash pump rotor was loose on the shaft and was replaced. The fse performed a system check which passed within specifications. The fse verified repair per established procedures and results met published performance specifications. The fse follow-up with the customer, and they had no further issues to report. Hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously high troponin (accu tni) results for two patients. Patient a: the initial accu tni result was 0.79ng/ml. The original sample was re-tested several times and repeated results were in the range of 0.01-3.05ng/ml. Patient b: the initial result was 5.88ng/ml. The sample was re-tested several times and results were in the range of 0.03-0.11ng/ml. The results were reported out of the lab. There was no customer report of affect to patient or user attributed or connected to this event.